Event description:
It was reported that patient experienced infusion set tubing was accidentally caught in their zipper and broke which led up high blood glucose and treated with bolus and changed infusion set event on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.